Event description:
It was reported that during a rotational atherectomy procedure of the circumflex coronary artery with a 1.5 mm burr, 5 passes with the rotablator were successfully completed. However, upon removal of the rotawire, it was noted that the tip of the wire was missing and had migrated to the distal circumflex. A snare was used to remove the fractured portion from the pt. No pt injuries were reported. The procedure was successfully completed. Pt status is reported as 'fine'.